Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. It was unknown if the patient was connected at the time of the alarm. It was not reported how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.